Manufacturer narrative:
The device inspection did not confirm the customer¿s report of ¿image does not display¿ but found the nozzle had foreign objects related to insufficient cleaning and handling; due to clogging of the nozzle, water removal ability did not meet product specifications. Additionally, the evaluation found the nozzle, forceps channel port, and light guide glass cover were dented. The c-cover, adhesive on a-rubber, connecting tube, switch sw1, switch box, grip, s-connector, control unit, and universal cord, were found to have scratches. The a-rubber and s-cover were found to have discoloration. The s-cylinder was found to be shaved. It was also observed that due to wear of the angle wire, the knob play bending angles in the up/down and right/left do not meet specifications. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the gi videoscope image did not display and that the angulation control knob felt too loose. The device was returned to an olympus service center for evaluation. The device inspection did not confirm the reported image issue, but did confirm the angulation knob being out of specification. During the evaluation, the service center found foreign objects related to insufficient cleaning and handling in the nozzle. This report is being submitted for the reportable malfunction of the foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Nspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "·cleaning, disinfection and sterilization procedures - precleaning - if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received and to correct information provided on the initial medwatch. Customer contact information was added to e1, e2, e3, and g2. Correction to g3 of the initial medwatch. The date received by manufacturer should be dec. 27, 2021.